Event description:
Was being treated for treatment resistant depression with unilateral ect. 3 to 4 hours after 3rd ect began exhibiting symptoms that slowly evolved into typical symptoms of a left hemisphere stroke, i.e. Aphasic and right hemiplegia.